Manufacturer narrative:
Med. Report 9615008-2017-00004 is associated with argus case (B)(4), sensodyne pronamel toothbrush. Qa results for 12 june 2017: consumer one used toothbrush with reason tuft fell out. Residue of toothpaste and the tuft configuration intended a prolonged use. Traces of bites by biting are visible on the filaments and brush head. Several tufts are missing pulled without the ring. Root cause analysis: the analysis includes visual and microscopic inspection, view of product review. It seems that the brush head had been loaded consistently with above-average high forces. The toothbrush is in a worse condition and shows clear traces of use. Due to the fact the tuft rings did break and the filaments have failed. The batch documentation review offered no deviations. Also we confirmed the production of the manufacturer in accordance with the specifications. The review of the retain sample shows no deviation. There is no manufacturing error visible. The complaint was considered unsubstantiated. No manufacturing error has been detected.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne pronamel toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant), foreign body, cough and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the choking, foreign body, cough were not reported and the outcome of the product complaint was unknown. It was unknown if the reporter considered the choking, foreign body and cough to be related to sensodyne pronamel toothbrush. Additional details, it was a soft sensodyne pronamel toothbrush. As soon as she began to brush with it the bristles came out and it stuck between her teeth and numerous bristles in my mouth which made her cough as they were stuck in her throat. She did not have a problem before but this one was definitely a no no. Follow-up information received on 15 may 2017: the batch number of the toothbrush was s6326240s. Follow up information received 12 june 2017: complaint reports gsk 70187. Consumer one used toothbrush with reason tuft fell out. Residue of toothpaste and the tuft configuration intended a prolonged use. Traces of bites by biting are visible on the filaments and brushhead. Several tufts are missing pulled without the ring. Root cause analysis: the analysis includes visual and microscopic inspection, view of product review. It seems that the brush head had been loaded consistently with above-average high forces. The toothbrush is in a worse condition and shows clear traces of use. Due to the fact the tuft rings did break and the filaments have failed. The batch documentation review offered no deviations. Also we confirmed the production of the manufacturer in accordance with the specifications. The review of the retain sample shows no deviation. There is no manufacturing error visible. The complaint was considered unsubstantiated. No manufacturing error has been detected. Follow up information received 12 june 2017 (error correction). The batch number is actually s6328240s.

Manufacturer narrative:
The report # 9615008-2017-00004 is associated with (B)(4), sensodyne pronamel toothbrush.

Event description:
"Choking on all of the bristles" [choking]; bristles stuck in throat/bristles stuck between teeth/"bristles in my mouth" [foreign body]; cough [cough]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne pronamel toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant), foreign body, cough and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the choking, foreign body and cough were not reported and the outcome of the product complaint was unknown. It was unknown if the reporter considered the choking, foreign body and cough to be related to sensodyne pronamel toothbrush. Additional details, it was a soft sensodyne pronamel toothbrush . As soon as she began to brush with it, the bristles came out and it stuck between her teeth and numerous bristles in my mouth which made her cough as they were stuck in her throat. She did not have a problem before but this one was definitely a no no. Follow up on the (B)(6) 2017, the consumer wrote. The toothbrush went half bald virtually immediately and found herself choking on all of the bristles.

Manufacturer narrative:
MFR 9615008-2017-00004 is associated with argus case (B)(4), sensodyne pronamel toothbrush

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne pronamel toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant), foreign body, cough and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the choking, foreign body and cough were not reported and the outcome of the product complaint was unknown. It was unknown if the reporter considered the choking, foreign body and cough to be related to sensodyne pronamel toothbrush. Additional details, it was a soft sensodyne pronamel toothbrush . As soon as she began to brush with it the bristles came out and it stuck between her teeth and numerous bristles in my mouth which made her cough as they were stuck in her throat. She did not have a problem before but this one was definitely a no no. Follow up on the 24 mar 2017 the consumer wrote. The toothbrush went half bald virtually immediately and found herself choking on all of the bristles. Follow-up information received on 15 may 2017: the batch number of the toothbrush was s6326240s.